Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling [almost shearing] was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling/sheering and noted separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information it is likely that the reported sheering was a core separation. It is likely the guide wire interacted with the heavily calcified atomy. Manipulation of the guide wire likely caused the guide wire to kink ultimately resulting in the core and polymer separation. The core was kinked at the separation and likely due to handling. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional whisper guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left circumflex artery. A 014 whisper guide wire was used; however, during removal resistance with the anatomy was felt and the tip separated. A snare was used to remove the separated portion from the patient. A second 014 whisper guide wire was used, but it was observed that it had almost sheared. Due to the issue with the first two guide wire, the third selected 014 whisper guide wire was not used. It was thought that the issue could be specific to the lot number. There was a clinically significant delay in the procedure. No additional information was provided.